Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 23 mg/dl. Customer's husband called the paramedics when patient was found unresponsive and they were taken to the hospital. Customer experienced issues with the sensor glucose versus blood glucose. Customer believed the insulin pump worked properly.